Event description:
A patient reports while wearing a pod for less than an hour the cannula had failed to deploy and the pods pink slide had not moved forward at activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts, drive stalls or alarm. The device was deactivated at 488 pulses. The investigation of the needle mechanism found no abnormalities. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. Inspection of the device found the exposed portion of the soft cannula to be torn. The length of the soft cannula was observed to be out of specification. Due to the soft cannula being torn, the fluid did not flow through the complete fluid path. It could not be conclusively determined when this damage occurred.